Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery when moving on to the second condyle, there was a high pitched screeching coming from the drill ((B)(4)). The bur was still cutting but not effectively ((B)(4)). Surgeon took off guard and bulb irrigated through the guard and on the bur to make sure that there was no bone pieces stuck on either. This was unsuccessful. They proceeded to swapped out and continued case with new drill and new bur with no more issues. The procedure was completed, with a non-significant delay, using a s+n back-up devices. Patient was not harmed beyond the problem reported. After the case, they were unable to remove bur from the long attachment, so they could not disassemble ((B)(4)). Tried unlocking bur through the admin screen without success ((B)(4)). Surgeon did note that patient bone was extremely hard.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery when moving on to the second condyle, there was a high pitched screeching coming from the drill ((B)(4)). The bur was still cutting but not effectively ((B)(4)). Surgeon took off guard and bulb irrigated through the guard and on the bur to make sure that there was no bone pieces stuck on either. This was unsuccessful. They proceeded to swapped out and continued case with new drill and new bur with no more issues. The procedure was completed, with a non-significant delay, using a s+n back-up devices. Patient was not harmed beyond the problem reported. After the case, they were unable to remove bur from the long attachment, so they could not disassemble ((B)(4)). Tried unlocking bur through the admin screen without success ((B)(4)). Surgeon did note that patient bone was extremely hard.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment was not returned for evaluation, but a video was provided. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. The video provided does not confirm the physical resistance of the long attachment. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The reported issue of the drill attachment being locked on was confirmed. No high pitched screeching occurred. The drill did not function as received; diagnostics crashed and a test case led to a communication failure. The drill was manually disassembled and the retaining nut was found to be completely unseated. Retorquing the retaining nut allowed the drill attachment to freely attach/detach from the drill. A relationship between the reported event and the device was established. The most likely cause of this event is normal wear and tear. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The reported issue of the drill attachment being locked on was confirmed. No high pitched screeching occurred. The drill did not function as received; diagnostics crashed and a test case led to a communication failure. The drill was manually disassembled and the retaining nut was found to be completely unseated. Retorquing the retaining nut allowed the drill attachment to freely attach/detach from the drill. A relationship between the reported event and the device was established. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.